Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that more than 2 months after the dental implant was placed in ada site 27 in the mouth, the implant had not achieved osseointegration. Clinician reports patient non-compliance, peri- implantitis, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that the patient presented insufficient bone quality/quantity(bone type iii).

Event description:
The clinician reported that more than 2 months after the dental implant was placed in (B)(6) site 27 in the mouth, the implant had not achieved osseointegration. Clinician reports patient non-compliance, peri- implantitis, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)